Event description:
Subsequent to the initially filed report, the following information was updated: it was reported that during removal of the 5.0x40mm armada 35 balloon dilatation catheter, the balloon did not fracture, but separated. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational context. The reported difficulty removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. The reported balloon rupture could not be confirmed due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the armada 35 device interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon ruptured during inflation. The armada 35 became stuck on the guide wire, likely due to the balloon rupture, and upon manipulation during attempts to remove the device, the device separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 1069 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified iliac artery. The 5.0x40mm armada 35 balloon dilatation catheter met resistance during advancement with anatomy and once at the lesion during inflation the balloon ruptured. During removal the balloon became stuck on an unspecified guide wire and fractured. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.